Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed noise over sensing in both uni and bipolar configurations. While in bipolar, with isometrics and pocket manipulation there was no capture. Furthermore, the minute ventilation (mv) feature was disabled due to signal artifact monitoring (sam) and it kept getting disabled. Possible myopotential over sensing was discussed but no pauses were observed in episodes. During the mv termination algorithm the patient had ventricular sensing markers. The patient was sent home in unipolar congifuration and the pacemaker and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.